Manufacturer narrative:
Device manufacturer date provided.

Event description:
A site representative, electronic picture archiving and communication systems (pacs) administrator, reported that, while in a cranial procedure, their o-arm 1000 imaging system was not sending images to the stealthstation s7 navigation system. In trouble-shooting the ip address was verified successfully. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Device manufacturing date is unavailable. (B)(4) 2014 a medtronic representative, following-up at the site, reported that the system was able to interface as expected once the o-arm tool card was added within the s7 cranial application. System fully functional. Software investigation completed. Findings are that once the o-arm tool card was added to the application system functioned properly. Software is functioning as designed. Root cause was use error.